Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. Unable to perform all functional testing due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was over 500 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.